Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burn could not be conclusively determined. Abbott is continuing to monitor this issue.

Event description:
Related manufacturer reference: 3002953813-2018-00059. During a unilateral cervical radiofrequency ablation procedure a second degree patient burn occurred. One week following the procedure the patient reported a burn on the right side of the lower back, where the grounding pad was placed. The skin was cleaned and allowed to dry prior to patch placement. The patient was not noted as hairy or diaphoretic. Blistering was noted and first aid cream was applied to treat the burn. The skin is healed and the patient was stable.